Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to high thresholds and oversensing. And during the pre-operative check, it was determined that the pacemaker battery had gone from one year to end of life (eol) in six months. Subsequently, the device was also explanted and replaced. No adverse patient effects were reported.